Event description:
Customer stated that she has a capsule which failed to attach to the esophagus due to handle breaking on the delivery system.

Manufacturer narrative:
No patient injury has occurred following this incident.